Manufacturer narrative:
The associated complaint devices were returned and evaluated. Part number 71674076: from the analysis conducted during this investigation, it was concluded that the t-handle fractured by brittle overload. An overload fracture can occur if the mechanical loads applied to the t-handle exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. Part number 71674002: a visual inspection of the returned device confirms significant wear and usage. This device has multiple scratches, nicks and burrs in the device. There is also damage noticed on the locking pin, locating pin and diamond pin on the device. Part number 71674523: a visual inspection of the returned device confirmed the stated failure mode. The device has multiple scratches and gouges in the metal. These devices exhibit signs of significant wear and usage. These devices were manufactured in 2011 and 2014. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a piece of the t-handle snapped off while tightening compression screw. No delay reported. No patient injuries reported. An s&n backup was available.